Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a post market clinical study regarding a patient receiving dilaudid (0.5 mg/ml) at 0.10000 mg/day and bupivacaine (30.0 mg/ml) at 6.000 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the patient reported that the pump had moved. As pump migration had occurred, the patient was instructed to wear supportive garments over the pump site or she could elect to have the pump pocket revised. The event was report to be related to the device or therapy, but not related to the implant procedure.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome of the event was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.